Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from maintenance deficiency. UDI: (B)(4).

Event description:
It was reported that the attachment device was broken and the drill devices are not lining up and getting stuck inside. During service and evaluation, it was determined that the device had vibration and excessive noise, the color band was chipping/fading, and the bearing was worn. It was further reported that the device failed pre-test for visual and vibration assessments. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.